Event description:
It was reported that prior to implant the helix of the lead was tested and was found to be functioning properly. During implant there was resistance advancing the lead through the introducer. After withdrawing the lead the helix jumped out and it would no longer extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead was returned with the helix was fully extended. The helix was able to be extended and retracted within specification. The introducer test passed but there was slight resistance in passing the lead through.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.